Event description:
It is reported by the patient's counsel that the device was implanted in 2004, and revised six days later, due to dislocation. While performing a reduction, the plate moved and the cables broke.

Manufacturer narrative:
Evaluation summary: the devices were in vivo for approximately 5 months. No product or x-rays were returned for evaluation. It is unclear if the cables were approximately tensioned during the surgery. The surgical technique also states for this product, that all set screws on the device must be seated at completion of the procedure. A physical evaluation on 9/20/04, alleged that laxity in the patient's abductor muscles was present, which could have contributed to the dislocation. Inadequately restored leg length, offset, soft tissue muscle tension, misaligned shell, or an inadequately seated liner have been identified to contributed to dislocations. Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable for the liner and shell. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.